Manufacturer narrative:
Initial reporter has notified distributor at time of event, but not MFR. Product was not available for eval. Customer was unable to provide additional event info.

Event description:
Reporter noted patient anesthetized and procedure started. Received system error message. Case was stopped; had to be rescheduled.